Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.7 centimeters (cm) in size and located in the right middle lobe lateral segment close to the pleura. Biopsy tools utilized included a 19g flexision needle, third-party forceps, a third-party brush, and a bronchoalveolar lavage was performed. The procedure was completed as planned with no delays. The pneumothorax was detected via chest x-ray after the procedure and a chest tube was placed to resolve the pneumothorax. After resolution, the chest tube was removed, and the patient was discharged home. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.